Event description:
Patient returned to the emergency room one week after left femoral hernia repair. Patient presented a rectangular lesion on upper right thigh dimensions approximately 47mm x 20mm. Hospital investigating possible involvement of electrosurgical unit dispersive electrode pad.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: unanticipated adverse reaction - short term. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.